Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patients leads had migrated. The patient underwent an explant procedure were both lead and ipg was removed. No further information has been obtained despite good faith efforts.